Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date, the patient's blood glucose (bg) readings over 475 mg/dl with abdominal pain and nausea. It was reported that the patient did not received any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was occlusion issue during bolus. Review of bolus history showed that a bolus was partially delivered. It was reported that the patient had changed sit/set since the occlusion alarm. The reporter allegedly was able to prime the pump during the call after disconnecting. Review of use techniques indicated that instruction for use was followed for the infusion set but not for the cartridge. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the cartridge instruction for use was not followed.